Manufacturer narrative:
On 11/18/25, sensory medical requested a return of the safety sheet for inspection. 250116m16 is the lot for the safety sheets. Review of manufacturing records confirms all inspections were performed and passed. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent elopement and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required." Page 3 of the cubby bed user manual contains a warning for "use the maintenance checklist in the manual to inspect the canopy, seams, zippers, electronic accessories, cords, metal frame, screws, slats, locks, and safety sheets every 30 days." Page 3 of the cubby bed user manual contains a warning for "if any damage is present, immediately discontinue use and contact cubby for repair or replacement." Page 5 contains a parts list, which includes the safety sheets and locks. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. On page 15 "what happens if my cubby rips or I notice other damage? Please contact us right away. Only use your cubby bed when it is assembled correctly and is in safe working condition" page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers. Page 22 includes a monthly maintenance checklist, one check is: "safety sheet fabric, cord loop and zippers have no tears, rips or snags and lock is secured." On page 22 includes a monthly maintenance checklist, one check is: "each zipper on the canopy is functional and seams of zippers are intact." Page 22 of the user manual, maintenance checklist, describes discontinuing use of the bed if anything is damaged or missing. Additional investigation is needed, and sensory medical's root cause investigation is ongoing. There was no report of injury as a result of the event.

Event description:
The complainant is a durable medical equipment (dme) representative. Per the complainant, the safety sheet has a tear at the teeth of the zipper. The child was able to cause the sheet zipper to separate by pushing on the damaged area. The child is then able to elope out from under the bed. The complainant requested one replacement safety sheet, as the family has another sheet that can be successfully used. The family reported that locks were in use on the safety sheet at the time of the event and that there was no damage to the canopy side safety sheet zipper. The family reported that they noticed the damage the evening before reporting the issue to their dme. One picture was provided. The image shows a zoomed in image of the safety sheet zipper showing fraying threads and wear and tear on the zipper teeth. There was no report of injury as a result of the event.